Manufacturer narrative:
The device was manufactured march 13, 2017 - march 14, 2017. The device was received for evaluation with approximately 93ml of fluid in its bladder attached to a non-baxter 3-way stopcock . The 3-way stopcock could not be removed manually; a tool was used to remove the device. After the stopcock was removed, continuous flow was observed from the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor could not prime due to an ¿air lock.¿ there was no patient involvement. No additional information is available.